Event description:
A customer reported their epiq cvx ultrasound system shut down during mitral valve replacement surgery. The user decided to exchange the ultrasound system to complete the procedure. Log files were reviewed, and the abnormal shutdown was confirmed. There was no patient or user harm associated with this event. Philips has started an investigation and upon completion a follow-up report will be submitted.

Manufacturer narrative:
A thorough investigation was performed. The voyager platform power module (vppm) was replaced to address the customer¿s immediate concerns. The cause has been determined to be a mismatch between the master and slave voltage modules within the vppm that triggers an overcurrent protection shutdown. Following the replacement of the vppm at the customer site the device was confirmed operational, and the product was placed back in service.